Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the competitor brand meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced dizziness, vision issues, and loss of consciousness. The customer was unable to self-treat and required treatment consisting of grape sugar and a glass of coca-cola administered by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.